Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# va0pjup serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2026 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-oct-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 11-feb-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they needed a manufacturer representative (rep) to call them. Patient said that they did some adjustment on thursday and on saturday morning the adjustment made did not help them with their pain. Patient do not know the name of the rep that assist them before. Agent sent email to rep for visibility. No device issue alleged. Patient (pt) called back reporting they had 4 separate leads forming a triangle implanted. Pt said the last time their implant (ins) was replaced they didn't have to used it because they don't have much pain. Pt said in the last four months they had allot pain and the ins was not helping them at all. Pt said when it was initially set-up by the rep they had 2 groups. Pt said when they met with a manufacturer representative (rep) a month and a half ago, they setup a new group c with 4 programs but it did not do much either. Pt said they had met with 2 reps last weeks but neither of them don't know much on setting up the pt ins. Pt said when they were initially implanted their healthcare provider (hcp) implanted 2 leads, but that did not help at all so what their hcp did was remove the 2 leads that was initially implanted, and put in 4 new wires, but the pt don't know how it was connected to the ins but it worked fantastic. Pt said they ended up with a different doctor. Pt said they already worked with 3 reps but none of them know much on how to setup their therapy. Pt asked was there a way it can be set-up were all 4 leads will work. Pt said only program 1 helps where they can feel stimulation and the other program do not help. Agent reviewed role of rep. The patient was redirected to their healthcare provider to further address the issue.